Event description:
Th head of the resident's bed was evelated causing the resident toslide down in bed. The resident's leg was between the bed rails. The nurse aide assigned to care for the resident did not notice the residnet's leg in between the rails and turned the resident over. When the aide did this, she heard a snap. The resident suffered an intertrochanteric hip fracture as a result. The bed rails were not defective but did contribute to the event. Discussed with the aide responsible the need to check the resident's positioning prior to turning, to insure body parts not caught in the bed rails. This topic will also be covered at inservice for nurses and aidesdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - human factors, none or unknown, failure to follow instructions. Conclusion: no failure detected and product within specification, there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.